Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the steering was stiff. Steering issues which denote a situation where the system is hard to steer could result in inconvenience and a slight delay in system usability. The system will remain operational. There is no report of injury or death.